Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. The customer reported receiving the following results within 10 minutes: 152 mg/dl, 331 mg/dl, 362 mg/dl, 388 mg/dl, 319 mg/dl and "hi". The results when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. A review of the dhrs for the freestyle lite meter and freestyle omni strips was conducted and the dhrs showed the freestyle lite meter and freestyle omni strips passed all tests prior to release .investigated for the read-8 complaint has determined that there was no indication that the product did not meet specification. A tripped trend review was completed and showed no further investigation required for read-8, freestyle lite meter and freestyle omni strips. Retain testing was performed for freestyle omni strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Common device name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. The customer reported receiving the following results within 10 minutes: 152 mg/dl, 331 mg/dl, 362 mg/dl, 388 mg/dl, 319 mg/dl and "hi". The results when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.